Event description:
A (B)(6) with chronic low back pain who had a temporary nerve stimulator implanted at a medical facility in (B)(6). The device offered successful pain management, and the patient decided to have a permanent device implanted here at (B)(6) medical center of (B)(6). Both the temporary and permanent devices were manufactured by boston scientific company. An infectious disease specialist who attends patients at both (B)(6) facilities, saw this patient at the other hospital in (B)(6), and states he was admitted for possible infection to the surgical site in (B)(6) 2012. He felt it was contamination from the actual device. This infection has been reported to boston scientific surgical company, who stated per email that the company had been made aware of the infection previously. There were no recalls regarding this fact that reached this facility. Dates of use for device's 1 and 2: (B)(6) 2012. Diagnosis for device's 1 and 2: nerve stimulator for chronic low back pain. To our knowledge, patient still has nerve stimulator implanted. We have no reason to believe it has been removed at this time.